Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that there were problems with the first device. Additional information was received indicating that there were no alleged product issues; however, the patient had a hematoma. The device, right atrial (ra) lead, and right ventricular (rv) lead were explanted and replaced on the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.